Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no replacement on 23-04-18 but it was really hard to get the lead to fit into the ins. No patient symptoms were reported. The impedance measurements were reported as pol 0,3,4,5 med > 10.000 ohm på 0,7 v and > 20.000 ohm på 2 v. A revision was needed to get normal impedances. It was noted that there still was high impedances on pol 7, this pol was not in use. The cause of the event remains unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, explanted: (B)(6) 2018, product type: lead. Product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: ; product ID: 37081-60, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) via a device manufacturer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that when replacing the lead, it was impossible to tighten all the set screws which led to high impedances at a couple of electrodes. It was noted that if there were high impedances at an electrode, you can't use that during the stimulation. A lot of tries to get the electrode into the extension were made without success, since the set screw was probably out of position. The patient has the extension implanted since it was tunneled. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.